Event description:
Pt is a dialysis pt with thrombosed left arm fistula. Pt came in for declotting. During the procedure, he was found to have long segment thrombosis of the cephalic vein and occlusion of the distal cephalic vein. We proceeded with angioplasty of the occluded segment. During the angioplasty balloon ruptured and could not be retrieved in entirety. Given the near unsalvageable status and need for new fistula or surgical revision, he had a new dialysis catheter and instructions about options for his small 5 mm balloon fabric.